Manufacturer narrative:
Reference record: (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A pneumoperitoneum is a known complication of a peg tube placement. The instructions for use indicate to secure the peg tube, pull on the abbvie peg tube until elastic resistance is felt and keep under tension and abbvie peg tube should remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) had a percutaneous endoscopic gastrostomy (peg) tube placement the patient had vomiting and abdominal pain post procedure. An x ray was performed and a small pneumoperitoneum with collection of stool and gasses was identified. The patient was treated with pain medications, liquids, an enema and rectal tube. The patient improved after bowel movements. The belly was more soft and palpable and the pain disappeared. On (B)(6) 2017, the pneumoperitoneum resolved.